Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation under the back therapy electrode pads. It was reported the patient was immobile and bedridden. The patient removed the lifevest and the patient's hospice nurse placed a patch on the affected area. The patient's irritation improved.